Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: increased shelf life and implantation after expiry date could have increased the chances of infection but cannot be confirmed as art surface was not returned for analysis. Without return of product/x-rays, a definitive cause for infection and revision cannot be determined. Eval codes: mfg records were checked and they are conforming to specifications. However, it was observed that the articular surface component had expired in (B)(6) 2007 but was implanted on (B)(6) 2008. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.